Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the pocket revision resolved the charging issue. Patient and hcp decided to replace with non-rechargeable ins to decrease burden of recharging. The issue is now resolved after battery replacement. Rep indicated there was nothing done with the lead when they did a battery replacement on (B)(6) 2018 and no reports to rep by patient or physician about lead pushing on the patient's spine. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a pocket revision on (B)(6) 2018 for a better location for charging. No further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative reporting the implantable neurostimulator (ins) was overdischarged because the patient can no longer reach battery site to recharge. Physician moved battery pocket to right side and replaced battery with 97702 to decrease burden on patient because she no longer has help to assist with recharging. Battery will not be sent in per physician. Information was received from a consumer and a family member/friend. It was reported that the patient had a lead revision the day before the report. The lead was moved because it was pushing on the patient's spine. The patient was having a hard time charging the implant. The issue started on (B)(6) 2017. The patient wanted to increase stimulation on the left side. The patient's stimulation was off. The caller turned stimulation on with program 2 and the patient was able to feel stimulation on the left side. No further complications were reported.